Event description:
It was reported that there was sensing difficulty, low impedance of less than 200 ohms, and an apparent lead fracture. The lead was capped. No patient complications have been reported as a result of this event.